Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
It was reported that the infusion set was leaking insulin from the connector at the headset. The customer changed the infusion set and noticed the issue occurred again with another infusion set from the same box. No adverse event reported. The infusion set was requested to be returned for product evaluation.